Event description:
This pt was admitted in 2003 with abdominal pain. The pt has a past history of chronic relapsing ttp treated with vincristine and plasmapheresis. Current treatment plan was for insertion of a dialysis catheter for plasmapheresis. The following day the pt underwent insertion of this catheter in interventional radiology with sedation. Their platelet count pre-procedure was 80,000. As the md was suturing to close, the pt complained of chest pain. Fluoroscopy revealed a hemothorax. The pt proceeded to suffer a cardiac arrest. Chest tubes were inserted and drained large amounts of blood. Attempts to resuscitate were unsuccessful. The cause of the bleeding leading to the pt's death has not been determined to date. Autopsy was performed by the county coroner but no results as to the source of the bleeding and death have been provided.